Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: female. Date and name of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk. On what tissue was the suture used? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. What tissue dehisced? Unk. Did the sutures barbs not engage in the tissue? Yes. Did the suture pull out of the tissue? No did the suture break? If so, where was the break noted (termination, middle, end)? No. Were there any patient stress factors that precipitated this event? Unk. Onset date/time of dehiscence? (# post op days) unk. How was the dehiscence managed? Unk. Please describe any surgical intervention required for the wound dehiscence including date and findings. Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure: unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgen do not recognize this as a product-related complication what is the patient's current status? Patient has been discharged. Lot number? Unk. Surgeon¿s name? Unk.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m h6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The patient developed an abdominal wall scar hernia. In the surgeon's own opinion, the surgeon did not recognize it as a product-related complication, but when the sales rep confirmed the usage of the product, the surgeon told him that there was 15 cm of suture left over after suturing, compared to approximately 15-20 cm of open abdominal wound. The sales rep informed the surgeon that there is a risk of ischemia. The patient was discharged from the hospital. It was reported that the event was moderate and non serious. [Surgeon¿s opinion about causal relationship between product and event] no additional information was requested.